Event description:
The customer reported that she did not see, feel, or smell any insulin coming from the pod. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 10+ units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determined to be the root cause of the hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.